Manufacturer narrative:
One (1) used sample #b4018 was returned for evaluation. As received no physical damage on the stopcock's lines or anomalies were observed. No mating device was returned. The sample was primed and leak-tested, and no anomalies were confirmed. The male luer of the device was measured and met iso product design. Complaints of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/8/2024.

Event description:
It was reported that a 4-way high flow stopcock w/rotating luer generated a leak during patient use. As per report, the stop cock is intermittently blocked and leaking at different side at start of use; during induction phase when it is at a critical time. The device is available for investigation. There was patient involvement and there was no adverse event reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.